Event description:
Customer's mother reported that the customer had recently been hospitalized due to a blood glucose level over 650 mg/dl and diabetic ketoacidosis. Caller reported that the customer's blood glucose level was 698 mg/dl at the time of the call. Caller reported treating with a manual injection. Troubleshooting for high blood glucose levels was not performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.